Event description:
It was reported that the right ventricular (rv) lead exhibited no capture. Chest x-ray showed a possible dislodgement. A lead revision was planned. The lead remains in use. No patient complications have been reported as a result of this event.